Event description:
A report was received that the patient was not able to charge her ipg. The physician could not determine if anything was wrong with the device and decided to replace the ipg. The patient is doing well following the procedure.

Event description:
A report was received that the patient was not able to charge her ipg. The physician could not determine if anything was wrong with the device and decided to replace the ipg. The patient is doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. The device was confirmed to be in hibernation upon receipt, and it was successfully charged in one charge cycle. Due to the automatic stimulation back up feature, the battery could only be charged partially with stimulation on. The charge profile indicated that during the later period of the implant the charge attempts had been frequently interrupted by the associated charger, which are the characteristics of poor air ventilation around the patient's charger. The ipg exhibited normal device characteristics.